Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where fatal error occurred by the underlying data source. The field service engineer (fse) powered off the device, opened the electronics drawer, removed and replaced the battery, restarted the device, and verified functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system experienced a fatal error caused by an underlying data source failure. The station database was found to be corrupted, and a critical kernel power error occurred due to a battery issue. The issue was resolved and medapp functionality was restored. The customer subsequently requested battery replacement as a preventive measure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.